Event description:
Pt was implanted with the subject device on 7/2/96. Plate breakage was discovered in 2/97. An operation for the removal of the device and implantation of a replacement device occurred on 2/27/97.